Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). Upon inspection it was noticed that the cannula was bent. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and timeouts were noted during operation, but the ratchet gear was still transitioning as intended and the user would have received their programmed insulin. The fluid path was tested and no issues were noted that would result in high blood glucose levels. Inspection of the exposed portion of the soft cannula found it to be kinked. The cause of the damage or when it occurred could not be conclusively determined.